Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pseudoaneurysm was procedural related.

Event description:
An ablation procedure was performed on (B)(6) 2018 and the patient was discharged the following day. On (B)(6) 2018 the patient noted pain in the inguinal region. The patient returned to the hospital on (B)(6) 2018. An ultrasound revealed a pseudoaneurysm in the right inguinal region, medially and posteriorly to the femoral veins. The patient was discharged and will follow-up in the outpatient clinic. There were no performance issues with any abbott device.